Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered an error 32101 presented on the tower. Hard power cycling the tower and disconnecting the sock hdmi cable made no change. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced a board component in the patient side cart (psc) to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations confirmed and replicated the reported failure. Logs showed error 297 was triggered in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a known good in-house system and triggered error 297 at start-up. Tried to program the system but unable to complete. The unit was taken to a programming station where it was confirmed to be bricked. The probable root cause is attributed to a bricked board.